Manufacturer narrative:
The purpose of the supplemental report is to clarify that the MDR submitted is not the subject of an approved exemption and therefore number ¿5645646¿ included in the ¿exemption number¿ field was submitted in error.

Event description:
Patient presented to physician with neck incision leaking blood and yellow fluid. Physician drained abscess, prescribed antibiotic (augmentin), and provided a topical antibiotic to address the issue.